Event description:
It was reported that during use the right ventricular (rv) lead exhibited a increase/spike in impedance due to unknown cause. Additionally, the rv lead capture thresholds showed increasing over time and a alert triggered for high thresholds. The rv lead remains in use.  Due to the rv lead elevated impedance measurements, the cardiac resynchronization therapy pacemaker (crt-p) was no longer providing optivol fluid measurements due to failed impedance validation. The crt-p remains in use. The left ventricular (lv) lead exhibited high thresholds and remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5.desc evt problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated the impedance of the right ventricular pacing lead had a spike. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited a increase/spike in impedance due to unknown cause. Addi tionally, the rv lead capture thresholds showed increasing over time and a alert triggered for high thresholds. The rv lead remains in use. Due to the rv lead elevated impedance measurements, the cardiac resynchronization therapy defibrillator (crt-d) was no lo nger providing optivol fluid measurements due to failed impedance validation. The crt-d remains in use. The left ventricular (lv) lead exhibited high thresholds and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.